Event description:
Fluoroscopy confirmed externalized conductors. Measurements in normal range. Lead remains implanted.

Event description:
New information notes that the lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 20.6-20.8cm and 34.2-34.6cm from the end of the connector pin. Externalized conductors due to internal insulation abrasion were noted at 53.5-56.5cm from the end of the connector pin. The etfe coating was intact at these locations.